Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse with supplemental information from a consumer of vomiting, fever, peritonitis with culture positive for pseudomonas and fatal sepsis from peritonitis with culture positive for pseudomonas in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2012, during a call with baxter customer services, the following was reported. On (B)(6) 2011, the patient began pd therapy. On (B)(6) 2012, the patient died. Cause of death was unknown. On (B)(6) 2012, global pharmacovigilance conducted follow-up with the peritoneal dialysis nurse. The following information was reported. On (B)(6) 2011, the patient began automated peritoneal dialysis (apd) therapy with a total fill volume of 2 l, 6 exchanges nightly and 1.2 l, 1 exchange during the day indicated for end stage renal disease (esrd). On (B)(6) 2012, the patient experienced vomiting and fever and was hospitalized on the same day for the events. On an unreported date during hospitalization, the patient was diagnosed with peritonitis. Per the reporter, the cause of peritonitis was possible contamination because the patient could not see and could only see shadows (past medical history). On an unreported date during hospitalization, the patient was diagnosed with sepsis from peritonitis. Treatment for the events was not reported. On (B)(6) 2012, the patient died due to sepsis from peritonitis. It was not reported if an autopsy was performed. It was unknown whether dianeal therapies were ongoing until the time of death. The outcome of vomiting, fever and peritonitis with culture positive for pseudomonas was not reported; the outcome of sepsis from peritonitis with culture positive for pseudomonas was fatal (date of death- (B)(6) 2012). The events of peritonitis, sepsis and death were not related to dianeal therapy, the homechoice machine or baxter disposables. On (B)(6) 2012, the patient's husband contacted customer services and reported the patient died on (B)(6) 2012. Cause of death was an infection. The nurse was also contacted by (B)(6), but declined to provide further information. On (B)(6) 2012, global pharmacovigilance received the following information from the peritoneal dialysis registered nurse (pdrn). On (B)(6) 2012, the patient was admitted to the hospital with peritonitis. Causative organism was pseudomonas. During the hospitalization, the patient was treated with unspecified antibiotics intraperitoneally (ip). On an unreported date, the patient became septic (related to the peritonitis), and passed away on (B)(6) 2012 in the hospital. The direct cause of peritonitis was unknown, but because the causative organism was pseudomonas, the pdrn believed the peritonitis was related to hand washing and possible patient touch contamination. The pdrn considered the patient's peritonitis, sepsis, and death to be unrelated to any baxter solutions, supplies, or devices.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review was not performed. This report of use error - breach in aseptic technique is confirmed because it was reported there was a possible contamination by the user. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.